Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event rupture, granuloma and capsular contracture was received on jun 27, 2023, with lot number: 168749. Based on the device analysis grid, the assessments of the complaint are: granuloma: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: observed opening in posterior side assessed as fold flaw opening. Additional observations: observed wear abrasion on the device. Observed creases on the device. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade iii, on the right side. Physician later reported "capsule with siliconoma". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "capsule with siliconoma".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii, on the right side. The device has been explanted and replaced with a non-allergan device.